Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified.this product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, rear haptic broke during cartridge insertion. The iol got stuck in cartridge, surgery was completed the same day and there was no patient contact. Additional information has been requested and received stating that the iol already appeared sticky when removed from the packaging. During preparation of the patient, loading the cartridge with the iol despite using viscoelastic, the iol could not or only barely be advanced. When attempting to remove the iol from the cartridge, the haptic tore off. The surgery was successfully completed with the backup iol.